Event description:
Reportedly a pause followed by rate response initiation occurred. The clinician turned on rate response (auto, twin trace) for the first time and a pause was noted during programming. Patient has a reply sr and is dependent. No symptoms noted during programming/pause. Normal function was resumed following the pause.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly a pause followed by rate response initiation occurred. The clinician turned on rate response (auto, twin trace) for the first time and a pause was noted during programming. Patient has a reply sr and is dependent. No symptoms noted during programming/pause. Normal function was resumed following the pause.